Manufacturer narrative:
Exact date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at their ipg site due to migration. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Section g3 - date received by manufacturer: this has been added as it was omitted in error in the previous report.

Manufacturer narrative:
Section d6b: date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the scs system was explanted.